Event description:
Per md note: "during perclose closure of left arteriotomy, one of the foot plates was lost presumably intravascular. I felt risks of exploration to potentially retrieve this vastly outweighed deliberately leaving the foreign object and observing closely so we elected not to try to find and retrieve the foot plate".